Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that an image was not displayed because communication failure occurred due to faulty cable. As to cable damage, we checked the contents described in the instruction manual at the time of product shipment and found the following descriptions. We determined that the reported phenomena might be prevented by following these descriptions. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head image drops out, the video cable inside the camera head was broken when the laparoscopic tower was run over by the cart. The issue was found during preparation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the camera head is without any image after power on. It is caused by damaged cable, probably some inner wiring is broken. There was a possibility of a break in the video cable inside the camera head when the laparoscopic tower cart was run over the cable. The cable unit must be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.